Event description:
It was reported that left hip revision surgery was performed due to metallosis and adverse tissue reaction.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis and adverse tissue reaction on bilateral patient (right side (B)(4)). During revision, the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that revision surgery was performed due to metallosis and adverse tissue reaction. Significant bursitis with gray tissue and granulation type tissue with gray metallosis type of inflammatory response were noted intraoperatively. The intraoperative findings of the reported metallosis type inflammatory response/gray stained tissue are consistent with findings associated with metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported ¿metallosis¿ and adverse tissue reaction cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that after a left bhr due to osteoarthritis on (B)(6) 2011, plaintiff experienced lower back pain, hip pain, hip bursitis, and a cystic lesion on the right l4. Additionally, the plaintiff has presented metallosis. The plaintiff underwent left revision surgery on (B)(6) 2013. The patient's outcome is unknown.